Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific xtreme pta balloon with a non-medtronic guidewire and pressure pump for the treatment of a moderately calcified lesion in the mid superficial femoral artery (sfa). Lesion exhibited 70% stenosis. Vessel reported to be moderately tortuous. No abnormalities reported in relation to patient anatomy. Device was prepped as per IFU without issue. The balloon was inflated using a syringe, and inflation fluid was mixed liquid with contrast agents and the physiological salt water. It was reported that the balloon burst during filling at a pressure of 6 bar, and the balloon had not been previously inflated. The physician replaced the device with another and completed the procedure without further issue. No patient injury reported.

Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the returned device: the shaft was bent, and several kinks were found on the catheter. The shaft was kinked at 42cm from the hub and at 48cm from the tip. Traces of dry blood were found on the device. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test failed, since bubbles emerged in the water column. An attempt to inflate the balloon was done, but it was not possible due to a leakage on the balloon. Therefore, the balloon was inspected, and a longitudinal burst (length=35mm) was found on the proximal side. The device not used in patient. If information is provided in the future, a supplemental report will be issued.